Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during an unspecified treatment procedure the catheter lab had a 2.5mm x 12mm maverick 2 balloon catheter and the "balloon busted". Additional information has been requested and is not available.